Event description:
(B)(4). Severe pelvic pain and spasms. Irregular periods. Bleeding throughout the month. Painful sexual intercourse. Bleeding after sexual intercourse accompanied by severe cramping. Weight gain (20+ lbs). Inability to loose weight with rigorous exercise and strict dieting. Irritability. Hip joint pain and lower back pain (neither was present previously). Hair growth on chest and face. Hot flashes. Stabbing pain and burning in my lower abdomen just to the left and right of center. Urinary incontinence.